Manufacturer narrative:
E1: the initial reporters name is unknown. The investigation for the reported aic - shutdown or restart issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. Aic performed a series of soft resets (perceived as shutdowns) in response to failure of a software process (calculator) associated with eeprom reading issues. The cause of this issue was most likely a defective impellatronics board (its epm circuitry is responsible for eeprom reading). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that while on support an automatic impella controller (aic) failure shut down occurred. This issue was resolved by switching consoles. The procedure was successful and no patient harm was reported.